Manufacturer narrative:
Additional information: d3 (MFR name and address), d4 (UDI#), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that in image "3410": a monitor displaying a staple line could be seen. Several partially formed staples were protruding from the tissue. A grasping instrument holding a suture was visible. In image "3414": one egia60amt could be seen. The jaws were open. A malformed staple was resting on the distal end of the cartridge. Staple pushers were up distally. In image "3416" and "3417": two pieces of resected tissue could be seen. An opening in the larger piece of tissue was noted. Several malformed staples were protruding around the tissue opening. It was reported that the staples were not properly formed. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure, the reload was fired but the staples were not properly formed, leaving the tissue semi-open. The issue extended the surgical time by approximately 30 minutes. Suturing was performed as a staple line reinforcement to resolve the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.